Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The software was upgraded to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a blank screen. There was no patient connected to the device at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.